Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with the clamping mechanism damaged and with an ecr60b cartridge reload loaded on the device. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger post was damaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not staple. Unknown how case was completed. There were no adverse consequences for the patient.